Event description:
It was reported by the affiliate that during a prostatectomy procedure, when the surgeon put the device into the patient, the cartridge came loose. No patient consequences were reported.

Manufacturer narrative:
Eval summary: the analysis results showed that one device was returned in good visual and with a reload cartridge loaded on the device. The cartridge was received unfired, unlocked and was noted to have the knife inside the cartridge left wedge band slot. This is consistent with an improper loading technique. If the reloading instructions are not followed and the cartridge is loaded improperly into the channel of the device, the cartridge and device could become damaged. As the instructions for use state: "insert the new reload by sliding it against the bottom of the cartridge jaw until it stops in the reload alignment slow. Snap the reload securely in place." The device was reloaded with the returned cartridge and was tested for functionality and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.